Manufacturer narrative:
(B)(4). D10 concomitant devices unknown biomet patella catalog #: ni lot #: ni, unknown vanguard tibial tray catalog #: ni lot #: ni, unknown vanguard femoral component catalog #: ni lot #: ni g2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain, swelling, gradual decrease in range of motion, patellar implant loosening and polyethylene implant wear approximately twelve (12) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, g3, g4, g6, h2, h4, h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of pictures provided identified signs of wear and bio debris from being explanted. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.